Event description:
It was reported that the patient did their own controller exchange without consult. The patient was admitted for ventricular fibrillation/ICD (implantable cardioverter defibrillator) implant. The log file captured low flow events on (B)(6) 2022 that occurred when pi (pulsatility index) was elevated. During the low flow events there was a driveline disconnect at 4:33 pm on (B)(6) 2022. The pump appeared to have been off for 33 seconds before being reconnected. The backup controller appeared to have been connected for about 10 seconds. Related manufacturer report number of controller: 2916596-2022-12144.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of system stops due to the patient exchanging the system controller to resolve an alarm was confirmed via analysis of the submitted log file. The heartmate 3 system controller (serial number hsc-(B)(6) was not returned for analysis; however, a log file was submitted. The submitted log file from hsc-(B)(6) (labeled b7051018) contained data spanning an unknown amount of time due to the system controller clock not being set to the correct date and time. The log file captured the driveline being connected at an unknown date and time due to the controller clock not being set to the correct date and time (01jan2000 at 0:01:39 according to the controller clock). This is consistent with the patient exchanging the primary controller to the backup controller. The actual motor speed remained at the fixed speed for approximately 8 seconds on 01jan2000 at 0:01:39 to 0:01:47 and there were low flow alarms active. The driveline was disconnected in the next event, indicating that the patient exchanged back to the primary controller. The data in this log file is consistent with the patient exchanging to the backup controller (hsc-(B)(6) for a short amount of time and then back to the primary controller (hsc-(B)(6). The controller operated as intended throughout operation. No product will be returning for analysis. The root cause of the reported event was conclusively determined to be caused by user error. The device history records were reviewed and the records revealed hsc- (B)(6) was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The heartmate 3 system controller was shipped from abbott on 29jun2021. Heartmate iii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low flow alarms. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ explains how to replace the running system controller with a backup controller. This section instructs the user not to attempt to change the system controller without having a trained, competent caregiver by their side to assist. The user is instructed to follow all alarm instructions, including calling the hospital. Heartmate 3 IFU section 2 ¿system operations¿ also explains how to replace the running system controller with a backup controller and instructs the user to ensure that patients understand the need for having a caregiver present during a controller exchange and that all labelling instructions are followed, including calling the hospital contact. This section also states that the backup battery inside the system controller will not start a heartmate 3 lvad if both of the system controller¿s power cables are disconnected from a power source. The user is instructed to always ensure that the power cables are connected to a power source to ensure that the heartmate 3 pump will restart. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the driveline was disconnected because the patient thought changing the controller would fix the low flow alarm, there was no reason for the controller exchange; however, the patient was re-educated on when to perform a controller exchange, the equipment was operating as intended prior to the controller exchange, the equipment was operating as intended after the controller exchange.